Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was exhibiting noise. The lead was surgically capped due to this issue. No adverse patient effects were reported. Additional information was sought out; however, at this time no further information has been made available.

Manufacturer narrative:
As of today, this product has not been returned. Upon completion of analysis this report will be updated.